Event description:
During a follow up, the physician found that the sensing was decreased and the capture threshold was increased.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.